Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 18ga x 1.16in experienced foreign matter in fluid path component. The following information was provided by the initial reporter: foreign material in catheter tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. The photo was subjected to visual inspection to check for foreign matter. White, loose foreign matter was observed on the catheter tip. The sample was also subjected to visual inspection and white, loose foreign matter was observed throughout the catheter tubing and a larger lump was found near the catheter tip. From the front view from the cannula and catheter tip, the foreign matter seems to attach quite closely to the surface of the catheter tubing. No foreign matter was found inside the catheter tubing. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results indicated that the best match is a mixture of cellulose and silicone-based compounds. Cellophane is a derivative of cellulose; paper, wood, cotton, and similar materials are also composed of cellulose. Silicone most likely originates from our silicone lubricant, as the foreign matter was closely attached to the catheter tubing, which is lubricated with silicone. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the cellulose foreign matter type, an extensive investigation was conducted on the potential foreign matter sources. The key components, the catheter tubing and needle cover, nearer to the foreign matter were investigated. The catheter tubing was manufactured in a different facility and upon review of the manufacturing process of the catheter tubing, no abnormalities were found. The needle cover was manufactured inhouse at the tuas plant, and upon review, the molding process is automated with minimal human intervention. Therefore, the foreign matter is unlikely to occur due to the materials. The manufacturing process was reviewed to identify the section of the process that comes into contact with the whole catheter tubing, as the foreign matter was observed to be covering throughout the catheter tubing. After simulation, the foreign matter pattern was not able to be replicated by this process. The personal protective equipment used in the production area were analyzed and based on ftir analysis, do not match with the cellulose foreign matter. Based on hospital settings, cotton is most likely the foreign matter source. A simulation was conducted where an actual final, sterile product was rested on a cotton pad or rubbed on a cotton ball. Loose cotton fibers covered the first half of the catheter nearer to the tip, similarly to the foreign matter appearance. With no cellulose-based material found on the components, or used in the machines and man/environment, the actual foreign matter source could not be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 18ga x 1.16in experienced foreign matter in fluid path component. The following information was provided by the initial reporter: foreign material in catheter tube.